Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 438 mg/dl. The customer also reported issues with their transmitter. The customer reported receiving weak signal and lost sensor alerts. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.